Manufacturer narrative:
Terumo has received the actual device for eval; however, terumo is still investigating this issue, and will be submitted a f/u report when more info is available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that prior to vein harvesting, during set-up, the vein harvesting system was missing the trocar. The surgery was not delayed. There was no pt involvement.